Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, the coating of the insertion section was found to be peeled off. In addition, the following issues were found: the bending section was leaking, the light guide cover lens and connecting tube were scratched, the universal cord was damaged, the scope connector cover was corroded, and the wire stopper was detached. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a hole in the distal end of the scope. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (coating was peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause of the suggested event is physical stress, chemical stress, storage environment, etc. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use. "Preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. " important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual_ general policy. Precautions_warning: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." Olympus will continue to monitor the field performance of this device.